Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Jet registry it was reported that post treatment procedure the patient experienced target vessel revascularization. In (B)(6) 2014, the 100% stenosed, 20m in length target lesion was located in the left superficial femoral artery (sfa) with a reference diameter of 3mm. Target lesion was treated with a 2.4mm jetstream xc atherectomy catheter. Residual stenosis post-jetstream was 60%.balloon angioplasty and placement of a bare metal stent in the popliteal resulted in 0% residual stenosis of the target vessel. In (B)(6) 2015, the patient presented with leg numbness, claudication, swelling and redness and underwent an unplanned target lesion revascularization (tlr) in the treated vessel/lesion. Angiography revealed the left superficial femoral artery was diffusely diseased with stenotic segments proximally and distally. A jetstream navitus device was used to perform a percutaneous rotational atherectomy to the entire length of the superficial femoral and popliteal artery down through the proximal portion of the tibio-peroneal trunk. A total of two passes blades down and two passes blades up were made in the superficial femoral and popliteal artery. Only one pass blades down was made in the tibio-peroneal trunk. The superficial femoral and popliteal arteries were then dilated sequentially using a 6 x 300 mm non-bsc balloon. The occluded segment of the posterior tibial and the tibio-peroneal trunk were successfully dilated using a 3 x 200 mm non-bsc balloon. The previously stented segment of the popliteal artery was treated with a 5.5x 100 mm non-bsc self-expanding stent which was then post dilated using the 6x120 mm non-bsc balloon. Repeat angiography showed excellent reconstitution of the full lumen of the superficial femoral artery and popliteal artery with no evidence of re-stenosis or extravasation. There were two areas (not specified) of non-flow limiting dissection proximally and distally. The tibioperoneal trunk, anterior and posterior tibial arteries were patent to the pedal level. The event was considered resolved on the same day.